Manufacturer narrative:
Section d6a: if implanted, give date: unknown, information was requested but not provided. Patient contact is unknown. Section d6b: if explanted, give date: unknown, information was requested but not provided. Patient contact is unknown. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was damaged and wasted. No further information was provided.